Event description:
It was reported that during npwt utilizing a renasys go, the device displayed "battery low" alarm and it was unable to charge the battery.

Manufacturer narrative:
Investigation results: the device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported issue was confirmed during the performance and safety tests. Further inspection revealed the unit had a defective main pc board (printed circuit board) causing the reported failure. As a result, the pcb was replaced and the unit was again put through the performance and safety checks and confirmed to be working within specifications.